Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the emergency medical services came for low blood glucose on 2014. The customer¿s blood glucose level was unknown at time of incident. The customer reported that they were given IV drip to bring the blood glucose up. The customer was wearing the insulin pump at time of event. The insulin pump will not be returned for analysis.